Event description:
The plaintiff's attorney alleged that the decedent experienced a severe adverse cardiovascular event on or about (B)(6), 2009 and subsequently expired after the user of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.